Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, the endoscope was blurry. The product was not changed out. There was no pt injury. The surgery was completed successfully.